Manufacturer narrative:
As reported in a research article, perceval prosthesis implantation into challenging degenerated aortic valves. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "perceval prosthesis implantation into challenging degenerated aortic valves: a literature review and case series", was reviewed. The article presented a case study of a 73-year-old male patient with a history of an aortic aneurysm of 64mm and permanent atrial fibrillation. It was reported in 2014, a 27mm epic valve was chosen for implant. It was successfully implanted. Approximately four years later in 2018 the patient presented with acute heart failure symptoms. Echocardiogram revealed a heavily calcified bioprosthetic valve with severe transvalvular aortic valve eccentric regurgitation. Findings included chronic healed endocarditis. The severe aortic regurgitation due to the degenerated valve was attributed to infective endocarditis. The patient received six weeks of antibiotics prior to undergoing surgery. The valve leaflets were confirmed to be calcified and were excised. A non-abbott valve was implanted valve-in-valve. [The primary author was sumit yadav, department of cardiothoracic surgery, townsville university hospital, queensland health, townsville, qld 4814, australia with corresponding email info@sumityadav.com.au].